Event description:
It was reported the customer experienced fluctuating blood glucose (bg) levels ranging from 42 mg/dl to 512 mg/dl; cause was unknown. Customer consumed "juice and a snack with protein" and gave a manual injection to address bg levels. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.